Event description:
It was reported that an ilet displayed a restart alert associated with bluetooth communications, and the user¿s bluetooth version read 0.0.0, prompting shipment of a replacement device; blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s guardian and analysis of information provided. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description complaint was confirmed. Although the device operated as intended during troubleshoot testing and alert 60 was not triggered, engineering logs confirmed the alert. The device was opened for further investigation and evidence of fluid ingress corrosion was found on interior components. Due to fluid ingress, the device will need to be scrapped.